Event description:
It was reported that during a lung resection procedure, when the staff nurse opened the device packaging she noticed that the knife of the reload was slightly advanced and didn't seem like it normally does when she opens it. Post firing the knife remained at the distal end of the reload. There was no adverse issue with the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.